Event description:
It was reported that pump froze during loading process and touchscreen became unresponsive, and patient did not want to troubleshoot issues with pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support, and intake notes stated that no further action was needed.